Manufacturer narrative:
There was no visible damage to the penumbra smart coil detachable handle (handle). Evaluation of the first evaluated penumbra smart coil (smart coil) revealed that the embolization coil was detached from its pusher assembly and, therefore, the root cause of the reported detachment issue could not be determined. Evaluation of the second evaluated smart coil revealed that the distal detachment tip (ddt) had coagulated blood inside. The returned smart coil as attempted to be detached using the returned handles and then a demonstration handle. While attempting to functionally test the smart coil for the reported detachment issue. Both returned handles and a demonstration handle were seated on the proximal end of the pusher assembly an actuated. However, the embolization coil did not detach from its pusher assembly due to the coagulated blood inside the ddt. The coagulated blood likely prevented the coil from detaching during the functional test. The root cause of the smart coil not detaching during the procedure could not be determined. Evaluation of the returned handles revealed that the handles were functional. Both handles were functionally tested using the handle fixture and passed the functional test without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-02239; 3005168196-2017-02241; 3005168196-2017-02242.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-02239, 3005168196-2017-02241, 3005168196-2017-02242.

Event description:
The patient was undergoing a coil embolization procedure in the right anterior communicating artery (acom) using penumbra smart coils (smart coils) and penumbra smart coil detachment handles (handles). During the procedure, the physician had difficulty detaching a smart coil using a handle. It was reported that the pet lock was separated with a small gap. After three failed attempts, a new handle was opened and the smart coil finally detached. Next, the physician placed six other smart coils in the target vessel using the second handle with no issue. The physician then advanced a new smart coil in the target vessel; however, the smart coil failed to detach. After two attempts with this second handle, it was reported that the pet lock was separated with a small gap. The physician then noticed that one of the coil loops was outside of the aneurysm and decided to remove the smart coil. The physician was satisfied with the result and the procedure was ended at that point. There was no report of an adverse effect to the patient.